Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). On the same date they were discharged, the patient was readmitted to the hospital in an unresponsive state due to a cerebral vascular accident. Unspecified interventions were provided, the patient fully recovered and was discharged.

Manufacturer narrative:
B5 event description updated. B6 relevant tests/laboratory data updated. H6 patient codes updated.

Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). On the same date they were discharged, the patient was readmitted to the hospital in an unresponsive state due to a cerebral vascular accident. Unspecified interventions were provided, the patient fully recovered and was discharged. It was previously reported a cva occurred. It was further reported that all neurological symptoms resolved within twenty four (24) hours and the stroke has been reclassified as a transient ischemic attack.